Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to femoral periprosthetic fracture (possible cause or contributor for fracture not reported). An exeter stem, stryker head and liner were revised to an exeter cemented hip stem with 4 dall-miles cable and sleeve sets, dall-miles trochanteric grip plate, biolox delta ceramic head, and adm/mdm liner construct.